Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic angiogram. Reportedly, the guide wire was removed before the proglide device was completely advanced into the patient anatomy. The guide of the proglide device bent as the guide wire was not present to advance over. A large hematoma developed at the access site. Manual compression was applied to treat the hematoma and to achieve hemostasis. The patient was sent to the hospital for a computerized tomography (CT) scan. The CT scan showed no additional bleeding. The patient was fine and was sent home. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hematoma is listed in the IFU as a potential adverse event of use of the device. It should be noted that the electronic perclose proglide instructions for use (IFU) states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. This IFU deviation likely contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.